Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a clinical trial stent was manually mounted onto the balloon catheter. Following deployment of the stent, the balloon became trapped at the location of the stent. The balloon was removed against resistance, contrary to instructions for use, which resulted in balloon separation. A piece of the balloon material remained at the stent location. The pt was sent for coronary bypass surgery and was reportedly stable post procedure. No further info was available.